Event description:
During a radiofrequency ablation procedure a procedure cancellation occurred due to an error message. The patient was on the table when the error occurred. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Ac power was applied to the rf generator and a successful power on self-test was executed. An error message was displayed indicating ¿controller not responding or incompatible¿, which confirms the field reported event. Additional diagnostics isolated the root cause of the cancelled procedure to the stimulate/central processor unit (cpu) board. The stimulate/cpu board was temporarily replaced and normal operation was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.